Manufacturer narrative:
The t:slim x2 pump user guide states that the pump is indicated for use with novolog or humalog u-100 insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer could not recall if the blood glucose (bg) level was impacted during the past occlusions and during the current occlusion, the bg was 129 mg/dl. A cause of the past occlusions could not be determined and as the customer had changed the cartridge, infusion set tubing and site prior to contacting tandem technical support, a pump system check could not be performed to determine a possible cause of the current occlusion. Reportedly, the customer had been using humalog in the cartridge for 4 days.